Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, she is having difficulty getting the device to power up when installing a new battery. She has to continue to reinsert batteries until the device powers up. Customer states all of the batteries are good and this was the second time this issue occurred. Troubleshooting for off no power was performed. Customer did not recall her blood glucose level. Low battery alert occurred prior to the off no power alert, occurred on the same day. No damage was noted on the battery cap. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.